Event description:
During cesarean section, at the time of delivery, the warmer displayed a message of system failure. While patient was being prepped, the warmer was checked and working properly. The o2 and suction was functional but the warmer function was not working correctly and there was no heat. Manufacturer response for radiant warmer, panda ires (per site reporter): the power controller board failed. Replaced the power controller board.